Event description:
A malfunction alarm occurred with the customer's pump, identified by a specific code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to the customer on resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and contact technical support if the issue reappeared.